Event description:
The patient is scheduled for revision surgery following a diagnosis of altr. The patient is reported to be asymptomatic. The following measurements were recorded at 28 months since index surgery: cobalt - 16; chromium - 3.9. Infection was not diagnosed. This is the second event reported for the same patient. This event describes scheduled revision of the right hip. The patient has rejuvenate modular femoral stems implanted in his left and right hips.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate neck. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding altr involving an unknown rejuvenate modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall.

Event description:
The patient is scheduled for revision surgery following a diagnosis of altr. The patient is reported to be asymptomatic. The following measurements were recorded at 28 months since index surgery: cobalt - 16; chromium - 3.9. Infection was not diagnosed. This is the second event reported for the same patient. This event describes scheduled revision of the right hip. The patient has rejuvenate modular femoral stems implanted in his left and right hips.